Manufacturer narrative:
One medfusion pump was returned with the plunger head full of contamination. The event history log was reviewed and there was a force sensor test error in the history. The pump was inspected and the reported issue was duplicated. The issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. All parts of the plunger head will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor test failure. There was no patient involvement.